Event description:
It was reported that caller experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resumed insulin, caller declined additional assistance.